Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needle had no insulin flow. The following information was provided by the initial reporter: verbatim: consumer reported needle clog during priming, stated that there is no insulin flow. Issue involves three pen needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary customer returned (3) 32ga 4mm pro open loose pen needles from unknown lot# without teardrop labels. It was reported by the consumer that needle clog during priming, stated that there is no insulin flow. All the retuned pen needles visually examined and observed 1 pen needles with bent npe cannula and 2 without any damages. Clog test was performed on the pen needles without damages and no issues were found. Most likely the customer complaint needle clog occurred due to bent npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue as bent npe cannula. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needle had no insulin flow. The following information was provided by the initial reporter: verbatim: consumer reported needle clog during priming, stated that there is no insulin flow. Issue involves three pen needles.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.